Event description:
Iradimed pump remotes for both skyra and trio scanner unable to be associated to proper pump. Remotes needed to be physically moved to accomadate. Soon after remote for trio switched to spanish text.